Manufacturer narrative:
The product was not returned for analysis the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/27/2010, 07/28/2010, 07/29/2010, 08/05/2010, 08/09/2010, and 08/10/2010 by phone, fax, and mail. A completed questionnaire and medical records were received on 08/20/2010. (B)(4).

Event description:
Adverse event(s): "blurry vision" (blurred vision); "blue haze" (altered color perception); "starburst/halos" (halo); "poor depth perception" (no code available), "iridocyclitis" (inflammation); "elevated iop" (intraocular pressure rise). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) and glaucoma shunt surgery, his vision is 80% worse than before the surgery. He is unable to see at all distances, seeing starbursts/halos, has a persistent blue haze over his vision, like looking through a fine blue mist, and has poor depth perception. The consumer reported he has tried several different pairs of glasses and none have helped his vision. The consumer reported a history of traumatic enucleation of the fellow eye, traumatic glaucoma, and astigmatism. Medical records were requested and received. Approximately one week following the combination procedure, the pt was started on medications due to hypotony. At approximately six weeks postoperatively, the pt reported hazy vision. Iridocyclitis was diagnosed and treated with medications. In (B)(6) 2009, a revision of the bleb with amiograft and tissue glue was performed. Following this procedure, the consumer's intraocular pressures stabilized. The consumer was also diagnosed with dry eyes in (B)(6) 2009 and started on medications. Posterior capsule opacification was noted in (B)(6) 2009. A yag laser treatment was performed in (B)(6) 2010. Following the yag laser treatment, the pt had mildly elevated iop's which responded to message. The consumer reported he is seeing a different surgeon. He has now had limbal relaxing incisions performed which resulted in 50% success in reducing his astigmatism. The glaucoma shunt was reported to be no longer working and the consumer is being treated for elevated iops with medications. The consumer reported his visual field results showed an "increase in lower right hand quadrant defect". There are two medical device reports associated with this event. This report is for the intraocular lens.